Manufacturer narrative:
Subect device not returned yet. The serial number is missing at the moment.

Event description:
Reportedly, on (B)(6)2024, the message "&badimplant" is displayed and the programmer is freezed.

Event description:
Reportedly, on 30-october-2024, the message "&badimplant" is displayed and the programmer is freezed.

Manufacturer narrative:
Historical data analysis permit to determine that the reported issue is due to a corruption of xml file. Investigation summary: corruption of platinium xml registry file after a battery removal. This issue will be managed with the following enhancement: [improvement] ensure seamless software operation despite configuration file corruption (azure ticket #24797). Also, the &badimlant message is not well translated. This is a known issue: fix translation issues (azure ticket #25165). To fix the issue, smartview 3.18 software can be re-installed. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes